Event description:
The hcp reported that in 2004, the pt was experiencing numbness and increased pain around the pump, numbness, tingling, stabbing, and burning sensations in lower back and legs. The type of pain depended on the pt's position. The hcp noted puffiness around the lower end of the pump. The hcp evaluated the pump site for seroma, but did not withdraw any fluid. The pt reported the numbness went away after the pump site eval. The hcp continues to monitor the pt.